Event description:
It was reported that the right atrial (ra) and right ventricular (rv) lead thresholds had increased by the next day post implant. A fluoroscopy was performed to determine status of leads but leads appeared to be "fine." Chest x-rays performed showed good position of ra and rv leads. It was further reported that the device was reprogrammed to higher output to "circumvent the problem." The leads remain in use. No patient complications were reported as a result of this event.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) lead thresholds had increased by the next day post implant. A fluoroscopy was performed to determine status of leads but leads appeared to be "fine". The leads are still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) performance data collected from the device was analyzed and no anomalies were found. (B)(4) performance data collected from the device was analyzed and no anomalies were found.